Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) the patient was 'miserable' and could not tolerate the lens. It was then exchanged for a monofocal lens. Additional information was requested.